Event description:
Customer reported patient's samples containing anti-e was not detected with resolve panel c, lot rc316. Treated and untreated, when tested in gel. No death or serious injury is associated with this event. This report corresponds to ortho-clinical diagnostics, inc.